Event description:
It was reported that during a cryoablation for atrial fibrillation a polarsheath was selected for use. The surgeon noted that there was reverse blood and reflux saline from the valve of the sheath. Blood leaked from the hemostatic valve during the procedure. The tip of the sheath was inside the body of the patient. It was not possible to continue the procedure using this device, another lot of the same device was used and the procedure was continued. The device was disposed. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.